Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced her near vision has decreased since her cataract surgery. The lens was exchanged for another lens model 14 months 20 days following the initial procedure. Clinical reason for explant was mentioned as untargeted visual acuity 20/30. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the different lens model and one diopter more power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.